Event description:
The customer reported that an 840 ventilator had a dim screen. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.

Manufacturer narrative:
(B)(4).